Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Manual insulin injections were administered. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and insulin injections were administered. Elevated bg/dka were resolved. Customer was discharged the next day with no permanent damage. Cause of elevated bg was not known. There were no issues identified with the pump supplies. There were no alerts or alarms.